Event description:
It was reported to philips that device experienced dpm failure. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.

Event description:
It was reported to philips that device experienced dpm failure. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. Further information will be send upon completion of the manufacturer's investigation.

Manufacturer narrative:
Patient information updated. Patient outcome and health impact grids updated.

Manufacturer narrative:
Type of reported complaint updated.